Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Ground pin on unit fell off reported. There was no patient involvement reported.